Event description:
Received information that load fill tubing was stopped at 9.8 units and a message asking for minimum of 50 units of insulin was displayed. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide states that use only single-use, disposable t:slim cartridges. The efficacy of your t:slim pump can not be guaranteed if cartridges are filled more than once. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.